Event description:
It was reported the customer had a discrepancy between their sensor glucose and blood glucose readings. The customer stated their blood glucose was 266 mg/dl and their sensor glucose was 80 mg/dl. The customer also reported receiving a low predict alert and a calibration error. The customer was also advised their sensor glucose and blood glucose meter readings will rarely match. Customer also reported that they were currently hospitalized for throat cancer. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of 6 opened and used enlite sensors that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.